Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: stent: xience prime 2.25 x 15 mm, 3.0 x 23, and 3.0 x 38 mm. The 2.25 x 15 mm rx xience prime mentioned was filed under a separate manufacturer report number. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Angina and stenosis are listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
This is xience prime sv (B)(6) post market surveillance (pms) case. The patient (B)(6). The procedure was to treat a 90% stenosed right posterior descending (pd) artery, a mid left anterior descending (lad) artery, a mid left circumflex (lcx) artery and a mid right coronary artery (rca). On (B)(6) 2013, a 2.25 x 15 mm xience prime sv stent was implanted in the right pd. A 3.0 x 23 mm xience prime stent was implanted in the mid lad. A 2.75 x 33 mm xience prime stent was implanted in the mid lcx. And a 3.0 x 38 mm xience prime stent was implanted in the mid rca. On (B)(6) 2014, 8 month, and (B)(6) 2014 one year follow-ups, respectively, no adverse patient effects or device malfunctions were observed. On (B)(6) 2015, the patient had angina and returned to the hospital where under angiography restenosis was observed in the stent in the right posterior descending artery. The restenosis was treated with balloon angioplasty. On (B)(6) 2015 the event was resolved. It was confirmed the patient had stopped dual antiplatelet therapy on (B)(6) 2015. New information received: on (B)(6) 2015, additional restenosis was confirmed in the mid lcx where the xience prime 2.75 x 33mm was placed during the index procedure. The restenosis was treated with a non abbott drug eluting stent.